Event description:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the pt's lower lip was burned by the head of a handpiece.

Manufacturer narrative:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the pt's lower lip was burned by the head of a handpiece. The pt was not given any medication or ointment for burn. During product eval, low debris level was found in the handpiece. The bearings where gritty, runs out of spec. Which lead to heating up the head.